Event description:
Info was received from the customer that the device allegedly fails to relieve pressure during high pressure conditions as required. There was no reported pt harm or injury and the device was reported to alarm to specification during high pressure conditions. During the repair evaluation it was found that the pressure switch had become disconnected from the vent body of the pressure limiter, causing the pressure limiter to fail to relieve pressure as specified. The pressure switch was re-connected to the vent body to correct the problem. At this time, it is unk what caused the pressure switch disconnection. A request has been made for the return of the pressure limiter assembly for further investigation. If pertinent info becomes available, a follow up report will be filed.